Event description:
It was reported that a patient presented in-clinic for an explant procedure. Prior examination of the patient's right ventricular (rv) lead revealed dislodgement. The dislodgement resulted in additional malfunctions of high capture thresholds, intermittent capture, and diminished r-wave sensing. The rv lead was explanted and replaced on (B)(6) 2022. The patient was discharged and no additional consequences were reported.

Manufacturer narrative:
The reported events were lead dislodgement, r-wave variation, intermittent capture and high threshold. As received, a complete lead was returned in one piece with the helix fully extended and extension length was within specification. The steroid plug was shifted toward the distal end of helix. The reported events of r-wave variation, intermittent capture and high threshold were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.